Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and logs confirmed the reported issue, however, the issue could not be replicated in testing. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4).

Event description:
It was reported that there was a malfunction resulting in high airway pressure during mechanical ventilation. There was no patient injury.